Event description:
Company became aware of a pt who developed a hematoma following decompression surgery in 2009, that included use of the baxano microblade shaver. The pt was treated at the l4/5 level, and the surgeon managed bleeding in the right l4/5 foramen with gelfoam and surgiflow. The pt was released 2-3 days following the surgery. The operating surgeon learned that the pt had complained of pain and subsequently undergone a MRI, which revealed a grape sized mass lateral to the l4/5 foramen. The date is unk. An interventional needle aspiration revealed blood and subsequent to the aspiration, the mass grew. A different surgeon successfully completed an evaluation of an hematoma ventral to the intra transverse ligament on an unk date between the date of surgery and about two weeks later. According to the surgeon who performed the surgery, the pt experienced no leg weakness or bladder/bowel dysfunction during this time. The pt is reported to be doing fine.

Manufacturer narrative:
The device was not returned for inspection. It is not clear that device caused event, but device may have caused or contributed to the event. The device performed according to specifications during the surgery.